Manufacturer narrative:
(B)(4). Foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-1124. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Event description:
It was reported that the g7 cup was cold welded to the straight g7 impactor and could not be removed intraoperatively. The surgery was delayed by 20 minutes, however, completed using a curved impactor and a 56mm shell. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a cup and what appears to be a g7 inserter but without the full image of the inserter, it cant be definitively identified. The two devices appear to be threaded together however its unknown if they are locked/seized. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.